Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient dob and weight not available for reporting. Date of event: unknown. This report is for an unknown pedicle screw /unknown lot. Part and lot number are unknown; UDI number is unknown. Implant/explant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
Device report from synthes on an event in (B)(6) as follows: this report is being filed after the subsequent review of the following literature article kasten p., bastian l., bazak n., zidichavsky m., kretteck c. (2003). Risk of injury to the aorta caused by pedicle screws malpositioning ¿ a case report and review of literature. Akt traumatol. 33: 194-196. (B)(6). This article was a case study following the treatment of a (B)(6) man who suffered vertebral body fractures of bwk12, lwk2 and lwk5. The authors aim to demonstrate the dangerous vascular injuries that result from the lack of careful consideration of the length of a pedicle screw in treatment. Although the man suffered three unique fractures, only the lwk2 fracture was found unstable and treated in surgery. In order to treat the fracture (lwk2) the surgeon performed a dorsal instrumentation of lwk1, an internal fixation of lwk3 using the universal spine system (synthes, (B)(4)) and an dorsal spondylodesis of the intervertebral joints with additional autogenous iliac crest cancellous bone in the lwk 1/2 segment. Following the procedure it was believed initially that the pedicle screws had been inserted correctly. However, postoperative radiographic images suggested that one of the pedicle screws (the left pedicle screw on lwk 3) had been inserted ¿too much¿ (too far) and had perforated the ventral vertebral body cortex and the tip was touching the aorta. A ventral intracorporal spondylodesis with synthex (synthes, (B)(4)) was performed and the affected (long screw) was removed and replaced with a shorter one. This is report 1 of 1 for (B)(4). This complaint involves unknown pedicle screw. One (1) unknown pedicle screw perforated the ventral vertebral body cortex and the tip was touching the aorta (the screw was too long).